Event description:
At 23:00 ventilator alarmed low inspiratory pressure and low minute volume. No leaks could be found in circuit or cuff. While obtaining another ventilator, ICU notified biomed that unit was inoperable (unit shut down and turned back on again without any alarms). Unit was replaced with another and returned to rental company.